Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective reagent syringe. The fse replaced the reagent syringe to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
Customer reported the generation of about ten (10) false low total bilirubin (tbil) patient results on their dxc 600i clinical chemistry analyzer system. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data printouts. The customer provided an example of the erroneous results.